Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2014, it was reported that the patient's blood glucose level was elevated to 220 mg/dl his infusion device displayed e6 (mechanical error) and the vibra-alarm was not functioning. The patient was able to correct his elevated blood glucose level via insulin injection. No adverse event was reported. The infusion device was requested to be returned for product evaluation.